Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wrist scope surgery the plus elite blade was releasing metal shards, all the pieces were suctioned out from the patient's anatomy. Smith and nephew back-up device was available to complete the surgery. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device found was not in its original packaging. The plating at the distal end of the inner shaft opposite the cutting surface was flaking away and had missing areas. When the box was opened small flakes of plating were present in the box. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.